Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that upon opening the device, the surgeon noticed that the proximal tip of the inner plastic cannula that allows them to connect the catheter and helps assist pulling it through was broken off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device had patient contact. There was no injury to the patient.